Event description:
It was reported that during the implant procedure, there was a decrease in sensing and increase in threshold. When the physician moved the lead, it took about 14 turns to retract the helix. After that the physician was unsuccessful in extending the helix and upon removing the lead from the body, it was visually confirmed that the entire distal end of the lead was rotating without helix movement. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found, however, there was blood/body fluid present in/on helix/lobe mechanism (sleeve head) and in/on helix/lobe mechanism noted.